Manufacturer narrative:
Product event summary: analysis found that the device passed functional testing. It was noted that the battery contacts were contaminated, the patient connector was broken, the battery drawer was broken, the lower case was cracked, the upper case was damaged, the device was sticky and polluted and the backside of the device was missing several parts.

Event description:
It was reported that the right connection was defective. The external pulse generator (epg) was returned for servicing. There was no patient involvement.